Manufacturer narrative:
(B)(4). This is one of two device reports that are associated with this event and this event is one of two events that are associated with this same patient. The associated MFR report numbers for the other event involving this patient are 1225714-2014-13480 and 1225714-2014-13481. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced atrial fibrillation, which is alleged to have been caused by the product administered to the patient for dialysis treatment.